Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented at the emergency room. Their implantable cardioverter defibrillator exhibited a reset into backup vvi mode due to event queue overflow. Programming changes were made. The patient was discharged from the hospital in stable condition.